Manufacturer narrative:
A review of tickets by lot 02013m800 did not identify an increase in complaint activity and no trends were identified related to the complaint issue. Return testing was not completed as returns were not available. Historical performance of lot 02013m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02013m800 is within the established control limits, therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation no product deficiency was identified for the architect ca 19-9 reagent, lot 02013m800.

Manufacturer narrative:
Patient information,patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.

Event description:
The customer reported falsely depressed architect ca 19-9 results on one (B)(6) year old female patient. The results provided were: on (B)(6) 2019 sid (B)(6) with serial number (B)(4) = 37.0u/ml / tested with sn (B)(4) = 52.81 / 77.56u/ml. The patient's previous ca19-9 results were (B)(6) 2015 =6.4 / (B)(6) 2015 = 7.1 / (B)(6) 2016 = 8.0u/ml. The customer also provided cea results on this same patient on (B)(6) 2019 = 2.73ng/ml / on sn (B)(4) = 2.74ng/ml / 2 years prior = 5.0ng/ml. It is unknown if the patient has pancreatic cancer. There was no reported impact to patient management.